Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5296965, medical device expiration date: 10/31/2018, device manufacture date: 10/23/2015. Medical device lot #: 6091675, medical device expiration date: 03/31/2019, device manufacture date: 03/31/2016. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation from both lots 5296965 and 6091675, and the customer's indicated failure mode for loose safety shields was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lots 5296965 and 6091675 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety shield of 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter was found to be loose on a couple of batches. No injury or medical intervention.